Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of 1871 error code messages. To further investigate, a functional test was performed. The customer's issue was confirmed. It was determined to be caused by a malfunctioning motor; the motor will be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited error code 1871. No patient injury reported.